Event description:
Underdelivery reported. The pump was set to infuse a total volume of 2000 ml tpn over 12 hours. After the set time period had elapsed, the display indicated a delivery of 1377 ml. The device had not given any alarm conditions and it had not been turned off at all during the 12 hour period. There were no adverse effects to the pt.